Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from each lot from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes, the device experienced foreign matter in the tube. The following information was provided by the initial reporter. The customer stated: it is reported customer witnessed an non-biological foreign particle. Verbiage received, - 33817g vacutainer 6ml pink k2edta 367899 0258340 x2 foreign particle. 33817g vacutainer 6ml pink k2edta 367899 0167230 x1 foreign particle. No further attempts required. No sample or further information is available per customer. Based on the information provided, our conclusion is that the device cited meets our criteria of a complaint ¿ appendix a ¿ complaint determination tree ¿ (nassc ¿ rcc ¿ 007).

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0258340, medical device expiration date: 2022-02-28, device manufacture date: 2020-09-14, medical device lot #: 0167230, medical device expiration date: 2021-11-30, device manufacture date: 2020-06-15. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported when using the bd vacutainer¿ k2 edta (k2e) 10.8mg blood collection tubes, the device experienced foreign matter in the tube. The following information was provided by the initial reporter. The customer stated: it is reported customer witnessed an non-biological foreign particle. Verbiage received: 33817g vacutainer 6ml pink k2edta 367899 (B)(4) x2 foreign particle. 33817g vacutainer 6ml pink k2edta 367899 (B)(4) x1 foreign particle.